Event description:
It was reported the arterial line of the maquet (7.5 x 34) would not allow for flushing, aspiration and did not generate a waveform on the console. The iabp was being weaned to determine if the patient was stable enough for the balloon to be removed; the iabp was removed shortly thereafter. The iabp was inserted at a neighboring hospital the day before so no product information, other than catalog number, is available.